Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported ink stains were observed on the inside and outside of three syringes. To aid in the investigation, three samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and one sample came in an opened packaging blister. Two of the samples have a black speck of embedded degraded resin that is 1/64" in size. The third sample has no defects or imperfections. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 3270520. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #:309680. Batch#: unknown. It was reported by customer that the ink stains were observed on the inside and outside of 3 syringes. Verbatim: ¿hello to you, a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. The consequences of this event are: ¿ causes overuse of equipment ¿ no direct user impact in this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered. I await your reply, thank you and good day!¿ additional information on 02feb2024: please provide the date of event: 11 janvier 2024 given batch number was not found, can you provide a batch number? La requérante n'est plus en mesure d'identifier le numéro de lot puisque l'emballage a été jeté. Cependant, nous avons effectué ces deux commandes: 8r9030 - 27 novembre 2023 facture #84562680 et 8r8757 - 30 octobre 2023 facture #84442132. Est-ce que cela peut vous aider à retracer le numéro de lot? Did the event directly, or indirectly involve a patient or user? Aucun impact sur l'usager, l'inconvénient est le matériel gaspillé. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Grâce à la vigilance du personnel soignant, aucun impact sur l'usager car la seringue n'a pas été utilisée pour injecter des médicaments.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #:309680, batch#: unknown. It was reported by customer that the ink stains were observed on the inside and outside of 3 syringes. Verbatim: ¿hello to you, a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. The consequences of this event are: causes overuse of equipment, no direct user impact. In this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered. I await your reply, thank you and good day!¿ additional information on 02feb2024: please provide the date of event: 11 janvier 2024 given batch number was not found, can you provide a batch number? La requérante n'est plus en mesure d'identifier le numéro de lot puisque l'emballage a été jeté. Cependant, nous avons effectué ces deux commandes: (B)(6)- (B)(6) 2023 facture #(B)(6) - (B)(6) 2023 facture #(B)(6). Est-ce que cela peut vous aider à retracer le numéro de lot? Did the event directly, or indirectly involve a patient or user? Aucun impact sur l'usager, l'inconvénient est le matériel gaspillé. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Grâce à la vigilance du personnel soignant, aucun impact sur l'usager car la seringue n'a pas été utilisée pour injecter des médicaments.